Manufacturer narrative:
The complaint is confirmed on the sample returned for examination. The catheter has a leak located at approximately the 92 cm location. Fluid leaked from the pa lumen during the patency test. It appears as though a sharp object/instrument may have penetrated the catherter. Co was unable to determine the cause of the non-conforming condition.

Event description:
Received report of bleeding from a thermodilution catheter sidewall hole. A thermodilution catheter was inserted into a patient for a CABG procedure, and it was used without problem. On post-op day 1, the nurse notice blood on the patient's sheets. In looking at the catheter, a split was noted in the catheter approximately the size of the "width of the 5th fingernail" approximately 20cc blood was reported. The catheter was removed, and replaced in 1-2 days as the patient became septic.